Manufacturer narrative:
Serial numbers: (B)(4). For 4 of the 4 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the 4 reported events, the soda lime canister was replaced, to resolve 1 event the expiratory diaphragm was replaced. To resolve 1 event, the inside of the ez changer and the inside the advanced breathing system assembly were cleaned. To resolve 1 event, the breathing system was adjusted.

Event description:
This report summarizes <noe> 4 <noe> malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced gas leaks. 1 unit was reported for a leak resulting in elevated co2 levels, 1 unit was reported for a leak preventing volume control ventilation, 1 unit was reported for a leak greater than 4.5lpm preventing mechanical ventilation, 1 unit reported for a leak that caused a loss of mechanical ventilation. These reports were received from various sources. Of the 4 events, 3 did not involve a patient, and 1 did involve a patient. There was no patient information available.